Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin, 2 grams, every 5 days intraperitoneally for three weeks. No further information was available regarding the patient's outcome from the peritonitis event. At the time of this report, dianeal therapy was ongoing, however, the physician will re-evaluate (date unspecified) if the patient needs to be on hemodialysis in the near future (no further detail was provided). No additional information is available.